Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure. On post-operative day 12, the patient visited the clinical for a post-discharge follow-up. A chest x-ray revealed a post-operative pneumothorax; the patient was completely asymptomatic. The patient was admitted, and a pleural drain was placed. The drain was removed 2 days later, and the patient was discharged. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, clavien-dindo grade iiia, not related to the da vinci device, but possibly related to the procedure and possibly related to the patient's underlying disease status. The patient's prior health condition that may be relevant to this incident include chronic obstructive pulmonary disease (copd) and a former heavy smoker.